Event description:
It was reported by the customer that a bd pyxis¿ es server all pyxis were outage. The customer stated that there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then complaint history review (chr) and device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the pyxis was outage, it was not possible to get report, to log in and to remove med. A technical support specialist found that some services were turned off which caused the server to be delayed by 120 minutes. A technical support specialist turned all services back on and confirmed that all data started to process to resolve the issue. The system functioned as intended after the technical support specialist repaired the device.